Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness and hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver experienced no audio output and an adverse event occurred. The patient stated that the receiver does not alarm and the profile was set to attentive and despite reaching the low threshold the receiver vibrates however it fails to alarm. Patient has experienced an unconscious hypoglycemic event in the last week. No physical injury occurred. At time of contact the patient was healthy. No additional event or patient information is available.